Manufacturer narrative:
Pt information not provided as no pt was involved in this concern.RMA issued. Parts not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that when the handle is tightened, the lowest joint on the vertek arm remains loose. There was no pt present.